Event description:
It was reported that the patient believed the healthcare provider (hcp) filled her pump with the wrong medication. The patient stated that the medication was supposed to have been taken out of the pump on (B)(6) but the hcp left it in because she wanted the medication to be tested. The patient stated that the hcp told her the medication was ¿dilaudid at 20% at 0.06 per day¿ but she went to the pharmacy and was told that the hcp had ordered oxycodone and valium for her. The patient noted that the hcp had cut her off of medications completely before. The patient also noted that she had tested positively for oxycodone in the past. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).